Manufacturer narrative:
Findings: unit passed displacement test, self-test, off no power test, unexpected restart error test, rewind and basic occlusion test. Unit was unable to prime during prim test due to moisture damage on the force sensor. Unable to perform occlusion test and excessive no delivery test due to moisture damage on the force sensor. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked case, cracked display window, stained end cap sticker and corroded battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was 180 mg/dl. Customer just changed battery out today and did not last more than 1 week. The customer was advised to clean battery cap with a dry cotton swab. Customer was instructed to wait 5 seconds before inserting new battery. The customer advised that we will ship a replacement battery cap. Customer was advised to revert to backup plan if needed. The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose at time of incident was unknown. The customer stated this is the second occurrence of off no power in less than 24 hours after low battery warning. Customer was advised to insert new (B)(6) aaa alkaline battery. The customer was advised the pump will need to be replaced. The customer was advised they may continue to wear pump until replacement arrives if they insert new battery.